Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4) the x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of cold insulin. Upon troubleshooting with tandem technical support it was discovered the customer was not practicing the proper air removal technique. The customer¿s blood glucose level was 134 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.